Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke with the patient/lay person regarding allegations that her onetouch ultramini would prompt either error 4, error 5, or apply sample after the blood was applied. Unable to resolve the alleged issues since she had no test strips available to troubleshoot, customer service replaced the meter on 06/02/2009. That patient clarified and reported the following to this specialist. The alleged issues started in 2009, a few weeks after the patient purchased the meter and was placed in sliding scale novolog insulin (previously took oral diabetes medication). The patient's blurry vision started before owning the meter and using insulin. The blurry vision was subsiding after being placed on insulin. When the patient begain obtaining the error messages, she elected to completely discontinue insulin for two days. During that period, the patient's vision reportedly again became more blurry and she was very thirsty with frequent urination. The patient did not contact her physician. After 06/02/09, the patient purchased more test strips. Although the error messages continued with the subject meter and with the replacement meter, the patient obtained results afer multiple attempts and continued taking her insulin. This specialist discovered that the patient was placing her blood sample and control solution sample on top of the test strip rather at the edge of the end of the strip. Retesting for this specialist, the patient successfully obtained a blood glucose result and a control solution result with her replacement meter (the subject meter was packaged to be returned for evaluation). Although the patient presumably was using wrong technique, the complaint is reported due to the alleged symptoms that meet criteria for serious injury after discontinuing insulin when unable to obtain blood glucose results.